Manufacturer narrative:
On december 19, 2023, mentor received additional information. The unknown 275cc mentor gel device was clarified to be the right device. The patient's date of implant was added as (B)(6) 2008. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 275cc mentor memorygel breast implant and an unspecified 275cc mentor smooth gel implant. Post-operatively, the patient experienced bilateral baker grade IV capsular contracture. As a result, the patient underwent bilateral removal and replacement with unspecified non-mentor breast implants on (B)(6) 2023. During the revision surgery, it was discovered that the patient¿s prostheses were ruptured. There were no patient consequences or surgical delays reported due to the ruptures discovered during the revision surgery. Although the lot number was received for one of the implanted devices, the sides of implantation were not disclosed to mentor. The devices will be identified as side a and side b. No date of implantation was provided. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for side b. Refer to manufacturing report number 1645337-2023-14341 for the contralateral event.